Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# v591423, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v591423, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v573631, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-45, lot# v741374, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that a week prior to report the patient¿s stimulation therapy was not helping her back pain. It was noted that the patient experienced a loss of therapeutic effect. It was noted that on (B)(6) 2014 the patient fell at work and hurt her left shoulder and neck. It was noted that the patient had been doing physical therapy for her arm and shoulder. It was noted that the patient started doing stretching and using a tens unit. It was noted that about 2 weeks prior to report they did one session of therapeutic ultrasound. It was noted that in the summer she would be having a procedure for her neck. It was noted that the patient had gained some weight and wondered if the wire had moved.